Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor adapter exhibited a setscrew problem, both the inner and outer insulation was breached cut, and the lead exhibited apparent explant damage. The analyst noted that the distal conductor setscrew was rounded out, and there was a pin plug from a lead stuck in the distal adaptor end. A torque-limiting wrench is not provided in the kit and excessive toque can easily round out the screw head, making it impossible to remove the screw from the adapter and the leads it is attached to.

Event description:
It was reported that during a procedure to reposition one of the left ventricular (lv) leads implanted using a y connector, the physician was unable to remove the set screws from the adaptor to free the lv lead. Therefore the lv lead and the adaptor were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.